Event description:
It has been reported to philips that the wireless footswitch could not connect to the base station. The system was not in clinical use when the issue was identified.no harm has been reported to philips.

Manufacturer narrative:
Per the information collected, the wireless connection with the base station was re-established after re-pairing the wireless footswitch with the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.